Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2024, a 58-year-old male patient underwent a bypass procedure in which a gore® acuseal vascular graft (graft) was implanted successfully in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to the procedure. On (B)(6) 2024, it was noted that the patient had a swollen, painful and infected graft site. All three events led to in-patient or prolonged hospitalization. On (B)(6) 2024, it was noted the patient underwent a repeat intervention due to infection, where the axillary wound was washed out and the area was left open to heal. The graft remained implanted. On (B)(6) 2024, the events swollen graft site, painful graft site and infected graft site ended. The outcome for all three events was recovered / resolved without sequelae. On 2024, the first successful hemodialysis session was performed through the graft.

Manufacturer narrative:
H3 other, h6 code b20, c21, d15: no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6, code b14, c19: a review of the manufacturing records indicated the lots met all pre-release specifications. H3, h6 code b20, c21: no items were returned for evaluation (device, clinical images). Further information is requested from the hospital, but was not provided yet. The instructions for use (IFU) for the gore® acuseal vascular graft mentions following warnings: "do not use or store the graft if the packaging or foil pouch has been opened, if integrity of the packaging or foil is damaged or compromised, or it is suspected that the sterility of the device has been compromised, as infection and related serious potential patient harms could occur." "Reuse may result in infection and related serious potential patient harms (see how supplied)." "When cannulating gore® acuseal vascular graft use aseptic technique. Failure to do so may result in infection." The IFU states for potential device and procedure-related adverse events the following: "complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection;" the IFU states under storage and handling: "handle and dispose of the graft and packaging, taking into account any infectious or microbial hazard risks, with the necessary precautionary measures in accordance with acceptable medical practice and with applicable local, state, and federal laws and regulations." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2024, a 58-year-old male patient underwent a bypass procedure in which a gore® acuseal vascular graft (graft) was implanted successfully in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to the procedure. On (B)(6) 2024, it was noted that the patient had a swollen, painful and infected graft site. All three events led to in-patient or prolonged hospitalization. On (B)(6) 2024, it was noted the patient underwent a repeat intervention due to infection, where the axillary wound was washed out and the area was left open to heal. The graft remained implanted. The events swollen graft site, painful graft site and infected graft site are still entered as "ongoing" in the viedoc study database. Clarification was requested. There was no documentation provided of hemodialysis or cannulation.